Manufacturer narrative:
Correction to field b1: adverse event/product problem.

Event description:
It was reported that during procedure, the fiber broke and burned the user's palm. There was no bleeding, it was very superficial with a pinpoint whitish area on palm. The user changed gloves, after the procedure the user washed the area with soap and water.

Event description:
It was reported that during procedure, the fiber broke and burned the user's palm. There was no bleeding, it was very superficial with a pinpoint whitish area on palm. The user changed gloves, after the procedure the user washed the area with soap and water.